Event description:
The pack has blue floating around in it, when the pack is opened the blue fibers become airborne. The blue fibers could get into the patients eye. The doctors see the blue fibers in their microscopic field. The physicians feel the blue fibers are coming from cardinal health pack. No untoward effects for any pt.